Manufacturer narrative:
Continuation of d10: this is a system report. Section d references the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4) select patient and initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that complete atrioventricular block occurred when the evolut fx system was crossed over the aortic valve. The block did not resolve after the valve was implanted at a depth of 1 mm on the non-coronary cusp. Afterward, intrinsic rhythm could not be confirmed. Then it was noted that "the pacing lead was switched from the neck and returned to the room."

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that complete atrioventricular block occurred when the evolut fx system was crossed over the aortic valve. The block did not resolve after the valve was implanted at a depth of 1 mm on the non-coronary cusp. Afterward, intrinsic rhythm could not be confirmed. Then it was noted that "the pacing lead was switched from the neck and returned to the room." Additional information was received indicating that approximately 1 week later a permanent pacemaker was implanted.